Manufacturer narrative:
On jun 11th, 2020 a representative of the (B)(6) cancer center called arjo to request service on a citadel plus bed as an error code e410 was displayed on the side support control panel. The next morning an arjo service technician went on site to clear the error using the reset function, however was unable to do so. The bed was not made available for arjo service technician inspection and repair as was still being used by the resident. The arjo service technician recommended and ordered a new bed to this facility that was delivered the next business day (jun 15th, 2020). On jun 18th, 2020 claimed bed was returned to arjo service centre for further inspection. The siderail control panels were checked for damages and no defects were found. Additionally, the side panels cabling was inspected, and it was found that one of the cable (part number s9340 and s9694) was damaged. That contributed to the inoperative electrical bed functions (error code e410). It is worth mentioning, that in case of this failure occurrence, the bed safety functions are still operational; the citadel plus is equipped with a manual CPR lever which activated in an emergency situation, enables the bed to lower all sections to a flat position, even though the electrical components are inoperative. On jul 2nd, 2020 arjo was informed that the resident passed away. Further information about patient¿s medical condition indicates that the patient was supposed to be in a semi seated position because she was dyspnoeic and was undergoing enteral feeding. The patient's diagnosis and all of the clinical information leading to the patient's death was not provided for our investigation. From the information received, the customer facility had followed their internal protocol and placed cushions and blankets to place the resident in an upright position. Unfortunately, although the position of the patient was adjusted, the patient passed away. According to the available information, when the patient¿s passed away, the citadel plus bed was in use and therefore it played a role in the reported issue. There was an error code displayed on the side rail control panel. Despite our service representative¿s attempts to clear the code, the facility declined to have the bed available for repair. The entire sequence of events, including the patient's diagnosis and all of the clinical information leading to the patient's death after the arjo service technician¿s visit at the customer site was not provided. Therefore, we decided to report this complaint with an abundance of caution.

Event description:
On jun 11th, 2020 a representative of the (B)(6) cancer center called arjo to request service on a citadel plus bed as an error code e410 was displayed on the side support control panel. The next morning an arjo service technician went on site to clear the error using the reset function, however was unable to do so. The bed was not made available for arjo service technician inspection and repair as was still being used by the resident. The arjo service technician recommended and ordered a new bed to this facility that was delivered the next business day (jun 15th, 2020). On jul 2nd, 2020 arjo was informed that the resident passed away. Further information about patient¿s medical condition indicates that the patient was supposed to be in a semi seated position because she was dyspnoeic and was undergoing enteral feeding. The patient's diagnosis and all of the clinical information leading to the patient's death was not provided for our investigation.